Manufacturer narrative:
Combination product: yes. The returned instrument was subjected to a technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The technical investigation of the returned orsiro mission revealed that the stent is severely deformed at its proximal end. Microscopic analysis revealed stent imprints on the exposed balloon surface indicating that the struts were initially crimped on the balloon. The balloon is still well folded and shows no signs of inflation. Review of the production documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause could be determined.

Manufacturer narrative:
Combination product: yes.

Event description:
An orsiro mission drug-eluting stent system was selected for treatment. The stent could not pass the lesion and a deformation was noticed.